Event description:
The customer obtained multiple non-reproducible higher than expected vitros amon quality control results on a vitros 5600 integrated system: control l2 vitros amon results: 110.1, 99.5 and 100.9 micromole vs. Expected 81.5 micromole; control l3 vitros amon results: 188.2, 173.9 and 183.1 micromole vs. Expected 144.2 micromole. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. The assignable cause of this event is instrument related.